Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "mattress deflated on one side. Patient has no legs, rolled out of bed and was hanging on to the railing when the caregiver found her this morning around 9am. Rails (apria bed) were in the up position." The patient did not sustain any injuries. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.